Event description:
It was reported that blood had entered in the sleeve of intra aortic balloon (iab). There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, e1 (event site name). Due to character limitation in block e1: event site name: (B)(6) hospital.

Manufacturer narrative:
Updated fields b4 d9 d10 g3 g6 h2 h3 h6 type of investigation findings conclusion h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve the extender tubing was also returned no blood was observed inside the iab catheter. An underwater leak test of the stat gard seal balloon catheter yfitting extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation blood may also enter the stat gard sleeve when the sheath seal is moved back and forth this is the intention so blood does not spray over the user and patient note per instructions for use if blood is seen passing the sheath seal following insertion through a sheath disengage sheath seal from hemostasis valve a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure the device meets all product specifications there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
It was reported that blood had entered the sleeve. There was no patient harm or injury reported.

Event description:
It was reported that blood had entered the sleeve. There was no patient harm or injury reported.